Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 267 mg/dl. Physician informed customer that she had a panic attack. The blood glucose reading at the beginning of the panic attack was 84 mg/dl. Nothing further reported.